Event description:
In 2005 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately erratic readings. Patient reported one day earlier she obtained the results of 9.0 mmol/l and 15.0 mmol/l on the reported meter, within 10 minutes of each other. At the time of incident the patient was experiencing no symptoms of high or low blood glucose levels. The patient did not take any actions after obtaining these readings, and did not seek medical attention. Customer care advocate determined the patient was handling the reagents appropriately, the meter was set for the correct unit of measure, and the testing technique was correct. And also determined the fill window of the test strips being used was discolored. The meter, test strips and control solution were replaced.